Event description:
A customer contacted beckman coulter inc. (Bec) stating that the sample wash station was flooding in the immage 800 immunochemistry system. No operator exposure was reported for this event.

Manufacturer narrative:
Customer technical support (cts) assisted the customer with cold booting the system. A field service engineer (fse) was dispatched on (B)(4) 2011 replaced a clogged filter on the sample wash cup. Repairs were verified per established procedures prior to returning it into service. (B)(4).